Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm. The customer stated that they had high blood glucose 409 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. Troubleshooting was done. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that they were able to rewind the insulin pump. The customer also reported that they received no delivery alarm. Troubleshooting was done as well. The customer was able to push the insulin out. The no delivery alarm did not recur after troubleshooting. The insulin pump will not be returned for analysis.